Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. The customer¿s blood glucose value was 400 mg/dl. The customer stated that insulin pump had no delivery alarm. The customer also stated that the insulin pump did not alarm during prime and insulin did not exit. The customer was declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.